Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. An undetected downstream occlusion was confirmed and was determined to be caused by a damaged pressure plate. The damaged pressure plate was replaced.

Event description:
It was discovered during baxter's testing that a spectrum pump failed to alarm, resulting in an undetected downstream occlusion. It was also reported that there was no pt injury.